Event description:
It was reported that the patient's rechargeable battery connector was burned. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.